Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump appeared to not be delivering insulin. He did not receive any alarms. Customer's blood glucose level went from 482 mg/dl to 416 mg/dl. He treated his blood glucose level with an injection. The infusion set cannula was bent and blood was found inside the tip of the cannula. The device was not returned.